Event description:
Physician reported: after gaining needle access to right subclavian, wire was passed through without difficulty, tract was dilated over gw without difficulty, dilator was removed, upon advancement of catheter over gw there was significant resistance. Attempted to pull back on gw it appeared to be fractured.

Manufacturer narrative:
(B)(4). The customer returned a guide wire for analysis. Visual analysis revealed that the returned guide wire was unraveled from the proximal end. Several kinks/bends were also observed across the guide wire. Analysis of the distal end revealed that the j-bend was intact. Microscopic examination revealed that the proximal weld had detached from the core wire. Despite this, the weld was still attached to the coils. Microscopic examination of the point-of-separation on the core wire appeared slightly tapered and discolored indicating that undue force caused or contributed to this event. The core wire length measured 600mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .797mm, which is within the specification limits of .788mm-.826mm per the marked guide wire product drawing. Functional inspection could not be performed as the guide wire was too unraveled. A manual tug test confirmed that the distal weld was secure and intact to the assembly. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation and bleeding". The IFU also cautions, "do not apply undue force on guidewire to minimize the risk of possible breakage". Finally, the IFU warns, "do not apply excessive force in removing guidewire or catheter. If withdrawal cannot be easily accomplished, a visual image should be obtained, and further consultation requested". The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was severely unraveled from the proximal end. Microscopic examination revealed that the proximal weld had separated from the core wire. Despite this, the weld was still attached to the coils. The guide wire met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bd en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur of a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg unraveled in use.

Event description:
Physician reported: after gaining needle access to right subclavian, wire was passed through without difficulty, tract was dilated over gw without difficulty, dilator was removed, upon advancement of catheter over gw there was significant resistance. Attempted to pull back on gw it appeared to be fractured.